Event description:
Patient underwent a ventral thoracostomy with veptr rib to rib implants. Several weeks later patient presented with an infection and was returned to the or for removal of the distal hook and necrotic soft tissue. Wound was irrigated and patient closed. Surgeon noted slightly necrotic tissue but not a large amount and not a large amount of purulence. Patient was revised to a veptr rib to pelvis device on a later date.

Manufacturer narrative:
Synthes is unable to determine the manufacture site or the manufacture date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.